Event description:
This was a scheduled procedure for stent removal (post endoscopic retrograde cholangiopancreatography). There was no emergent situation. There was no life-threatening situation with the patient. The patient was referred to other hospital, only because there was no standby unit available at customer end. No patient health issues / serious deterioration reported, due to event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide additional information received through follow up (ga23470940-1). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of no power supply occurred due the failure of the power supply unit. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the main power on the video system center was not switching on during preparation for use in a planned therapeutic endoscopic retrograde cholangiopancreatography (ercp) stent removal procedure. The procedure was cancelled, and the patient was referred to another hospital. There was no patient impact as the procedure was not yet started in this facility. Further information after the patient was referred to another hospital is not available. Additional information has been requested but no further information was received at this time.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the allegation was confirmed to be due to a faulty power supply. The receptacle was observed to be loose. There was no issue with the internal condition of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.